Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that inappropriate shock was observed on the right ventricular (rv) lead.